Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that while a masimo oxygen saturation sensor was in use on a patient's finger, the device suddenly became very hot, the patient felt an uncomfortable sensation of heat and there were visible sparks and smoke rising above the finger. The sensor was removed and it is reported the patient was not injured. The reported discomfort is classified as a non-serious minor injury.

Manufacturer narrative:
Initial evaluation of the device by the hospital biomed indicates the device seems to be working without issue. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.